Event description:
It was reported to covidien in 2009, that a customer had an issue with a peritoneal catheter. Customer states they discovered leakage and found a small hole on the tube. Reintubation was done with a new catheter and everything works well.

Manufacturer narrative:
Submit date: 05/08/2009. An investigation is currently underway. Upon completion, the results will be forwarded.